Manufacturer narrative:
The reported events were dislodgement, failure to capture, and insulation damage. As received, a complete lead with a stylet was returned in one piece for analysis. The reported event of no capture was not confirmed. Electrical, visual, and x-ray testing did not find any anomalies; all damages noted were consistent with procedural damage. The reported event of insulation damage was confirmed. The connector assembly and the inner coil was stretched consistent with excessive forces during procedure. The polytetrafluoroethylene (ptfe) coating of the stylet was found bunched up/clogged. The cause of the reported event insulation damage was due to bunching of the stylet's ptfe coating, that prevented the removal of the stylet. As a result, excessive forces resulted in the connector pin and cap being pulled out of the connector assembly. A review of the device history record (DHR) confirmed that no issues were identified related to this reported event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented asymptomatically for follow up, where it was discovered that the left ventricular lead was not capturing at maximum output. The lead appeared to have dislodged, so the physician elected to reposition the lead. During the procedure, it was discovered that there was an insulation break in the lead. The lead was explanted and replaced, and the patient was in stable condition.